Event description:
It was reported that the motor was not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was chipped by the front cover. The event history log had a motor not running error in the history. The technician performed a flow test and the reported event was duplicated. The root cause of the reported issue was found to be main board was knocked loose from the extrusion, which was customer induced. The technician installed the main board onto the extrusion.